Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up in (B)(6) 2017. Upon interrogation, the atrial lead exhibited loss of capture. Chest x-ray confirmed lead dislodgement. The lead was extracted and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.